Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2011; 5076-52, lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced (B)(6). The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted and later replaced with an implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.